Event description:
It was reported that a vns patient experienced an increase in seizures due to unknown reason. The patient was initially implanted with vns on (B)(6) 2000 and current system and normal mode diagnostics were within normal limits (ok/ok/2/no & ok/ok/4/no). There was no report of change in medication, settings, or lifestyle that could have contributed to the patient's increase in seizures. However, the treating neurologist referred the patient for prophylactic generator replacement based on implant longevity. A battery life calculation was performed and indicated the patient's generator was not near end of service as it had 1.19 years until eos=yes. At the moment, it is unknown if the increase in seizures was above pre-vns baseline as good faith attempts to obtain additional information have been unsuccessful to date.